Manufacturer narrative:
Per follow up request this is a second follow up to two previous related reports 2031966-2024-00136 and (B)(4). Other changes listed on sections b4, d2, d6 g3, g6, h2, h10.

Event description:
Corrected information listed on section h10.

Event description:
Nuvasive final lockscrew driver tip broke off inside set screw as surgeon was attempting to tighten set screw.